Manufacturer narrative:
The device involved in the event was returned. The returned device was examined, and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the lot numbers listed below that had possibilities to be the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the sheath with the lot numbers listed below, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, a possible cause of this fracture is that a sharp edge such as a knife came into contact with the sheath during the procedure. This resulted in a decrease in tensile strength of the sheath to a point where the sheath could not withstand the pull force and fractured. The medical device involved in the reported event is sold only in (B)(4). Therefore, the information on the equivalent device to the complaint device that was cleared under k141070 is filled in §1, 2, and 4 of "d. Suspect medical device" in this report.

Event description:
On (B)(6) 2019, at a hospital in (B)(6) it was reported that the super sheath was fractured when it was pulled out of a patient's body during a procedure. The fractured portion remained in the patient's body and was removed adequately. There was no reported patient injury as a result of this event.